Manufacturer narrative:
Analysis of the desktop charger, serial #: (B)(4), found that the connector pins were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger.

Event description:
Information received from a patient reported that there was a damaged connector pin on their desktop charger. The patient reported that their implantable neurostimulator recharger (insr) was dead and wouldn't power up; therefore, they were unable to charge the implantable neurostimulator (ins). It was noted that the connector pin became damaged about three weeks prior to the date of this report. No out of box failures were reported. It was also reported that the patient was experiencing increased pain in their right hip. The patient reported that it was a deep ache that was working down to their foot. The patient mentioned that they were getting stressed due to the pain getting worse. It was noted that the issue occurs intermittently as the patient stated it was off and on. The patient stated that they were unable to use their therapy due to the recharging issues. It was noted that the increased pain started over the last 10 days prior to the date of this report. The patient stated that they saw a manufacturer representative on (B)(6) 2016 regarding the issues with their recharging equipment and the increased pain. The caller was redirected to the repair department and a replacement desktop charger was requested. Indication for use is chronic low back pain.

Manufacturer narrative:
Conclusion code applies to the ins and conclusion code applies to the desktop charger. Additional review indicated that device code (B)(4) is no longer applicable to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.